Event description:
This is a non-united states event. The malfunction occurred in (B)(6). Consumer went to remove a tampon and tampon came apart inside her body. She was able to remove the remaining pieces.

Manufacturer narrative:
Device history record in review. Samples were not returned by consumer.